Event description:
Info received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The technician replaced both valves for the head hi/low up/down function to repair the bed.